Event description:
Dist reported a broken abutment. Pt info was not provided.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because the lot number was not available from the dr's office.